Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. No button error alarm during testing. Pump received with cracked reservoir tube lip and missing end cap sticker noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The caller reported via phone call that the insulin pump had a button error alarm after being exposed to water. Blood glucose level at the time of the incident was 236 mg/dl. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.